Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted since multiple restarts did not solve the issue. It was requested to philips that system could only perform low dose fluoroscopy, not making exposures. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found system prompt "ow load fluo flavor selected, tube anode problem". On further troubleshooting the fse found the temperature in the device room was very high and the air conditioner had a problem. To resolve the issue, fse contacted customers to repair the air conditioner and keep the temperature in range. The same issue reoccurred after a few days, where fse replaced flexvision pc. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could only perform low dose fluoroscopy, not making exposures. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.